Event description:
1981 - aug. With gel implants. 1996 - gel implants explanted. Augemented with saline implants. 20001 - deflation left implant. 2 weeks later bilateral implant removed and partial capsulectomy. Implants removed intact. No apparent damage during removal.